Manufacturer narrative:
D6a and d6b should have been left blank.

Manufacturer narrative:
The automated impella controller was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed.

Event description:
The user facility reported an impella cp - automated impella controller was being started up for the support of a patient admitted in with acute myocardial infarction with cardiogenic shock. The console had a startup failure and was replaced. No harm or injury was noted from any delay in support/console replacement.